Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver overheating occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver was charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. A manual test was performed and it passed. An overnight charging and discharge test was conducted and it passed. Functional testing was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The allegation was not confirmed. The root cause could not be determined.